Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a crack in the return line deaeration chamber, which allowed the leakage event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the cracked component was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex m100 set leaked during priming. There was no patient involvement. No additional information is available.